Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the 10mm, 33cm ratcheting handle, dings and scratches were noticed throughout the shaft. Also, it was noticed that a piece of the insulation is missing at the distal tip. The missing piece was not received with the unit..

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.